Manufacturer narrative:
(B)(4). One used ls1037 ligasure device was received for evaluation, and examination of the returned device could not confirm the reported issue with activation. Testing of the device found it would activate normally and sealing is within specifications. However, the report of difficulty cutting was confirmed, as well as damage to the insulation. These issues are attributed to misuse by the customer. Damage of this type to the blade occurs when the user engages the cutting mechanism over clips, staples or other metal objects. The insulation damage identified is consistent with scraping the jaws against the sharp edge of a trocar during insertion or removal of the device or another instrument. There is nothing known in the manufacturing process that would cause the observed device damage. Review of the device history records for this lot found no potentially contributing factors, and no trend is associated with these issues. The IFU included with this product cautions users not to engage the cutting mechanism over clips, staples, or other metal objects as damage to the cutter may occur. It also states to carefully insert and withdraw instruments from cannulas (trocars) to avoid possible damage to the devices and/or injury to the patient.

Event description:
The customer reported that during a procedure, the device would not activate and the blade did not cut tissue. Medtronic inspection of the received sample found the jaw insulation is damaged and a piece was not returned. The customer confirmed the piece disengaged during the procedure, but did not fall within the patient.